Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) due to the device was worn out and old. All components of the existing ipp were explanted and replaced with a new ipp. There were no patient complications and the outcome was successful.